Manufacturer narrative:
Investigation results: reference code nn075k. Device name columbus cr/ps tib. Plateau cemented t3; serial number n/a; batch number 51712737; manufacturing date 06.12.2010. Reference code device name corresponding internal notification number. Nn165k columbus ps femoral comp.cemented f5l (B)(4). Nn260p plug f/tibial plateau (B)(4). Nn482 columbus patella 3- pegs p2 30x8mm (B)(4). Nn531 columbus psglid.surf.w/scrw.t3/3+ 12mm (B)(4). Investigation: no products available. Therefore a failure description at the products are not possible. Pictorial documentation there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale unfortunately due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation. Corrective action: for this topic (implant loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with a knee implant system. It was reported on 26jul2018, that as a result of having the product implanted, the patient has experienced knee pain, difficulty walking and loosening of the implant which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2011 and the revision surgery occurred on (B)(6) 2012. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event is filed under aag reference (B)(4). Involved components: nn165k (columbus ps femur sz 5 left). Nn075k (columbus cr modular tibia sz 3). Nn260p (peek plug f/tibia). Nn482 (columbus pri/rev pe patella 3-pegs p2). Nn531 (columbus ps tibial insert sz 3/3+ 12mm). Cement used: zimmer palacos r radiopaque bone cement. The primary surgery was performed without as technology. Associated medwatches: 2916714-2020-00370; 2916714-2020-00371; 2916714-2020-00372; 2916714-2020-00373; 2916714-2020-00374.